Event description:
Customer states analyzer leaked onto the floor and into a walkway. He said, it was coming from the water reservoir. No pts were affected and no one was injured by the leak.

Manufacturer narrative:
Customer determined a cracked valve body to be the source of the leak and resolved the leak by replacing the valve body. Customer ran calibration and controls to verify analyzer operation, customer states they were within specification.